Event description:
Medtronic received information during use of a Fusion Oxygenator that there was a blood leak observed at the start of the Extracorporeal Circulation (CEC). The device was used as a part of the CEC for coronary artery bypass grafting (CABP). The device was withdrawn of CEC before clamping and was replaced to complete the procedure. There were no adverse patient effects associated with this report. Medtronic received additional information that the leak occurred from the bottom, underneath the oxygenator. There was patient blood loss, only a little. A transfusion was not required.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA (#726178) action. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.